Event description:
A pixel issue on the pump display was reported by the caller, which affected their ability to interact with the pump and read the screen. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent out to the customer, as the pump was still under warranty. The customer was instructed to return the faulty pump to avoid charges and received guidance on programming settings into the new pump and connecting their continuous glucose monitor to it. Although no backup therapy was available, the customer agreed to consult their healthcare provider.